Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: the reported complaint was able to be confirmed and duplicated. Xdcr pt802 has recorded faults on the event log and failed calibration. This issue will be internally investigated within vyaire.